Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Review of manufacturing records could not be performed as no lot number was provided. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use (¿IFU¿).

Event description:
It was reported that the tip of the wand broke apart in situ and parts of the metal tip were dislodged and remained in the patient. The pieces were visible under x-ray but not in the joint itself. The incident resulted in a surgical delay of 30-60 minutes. It was stated that no back-up device was available so it is unknown how the procedure was completed. However, no patient injury or other complications were reported.